Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.